Event description:
It was reported the device begins to power up but then shuts off, despite using a new battery. Follow-up information received determined there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases and ring cover were also found to be contaminated, side bail covers broke, and lead flex cover corroded.